Event description:
A ventilator was having service performed at the customer site. There was no harm or injury reported. The device was not in patient use. During the service, the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve and active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was having service performed at the customer site. There was no harm or injury reported. The device was not in patient use. During the service, the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve and active exhalation control module was replaced to address the issue. Replaced components were returned to the manufacturer's product investigation lab (pil) for further investigation. Pil received a trilogy evo system board with the allegation of "incident repair failed fco 81 needs system pcb". Pil visually inspected the trilogy evo system board for visual defects and found none. Pil installed the trilogy evo system board on the trilogy evo test unit and it showed value for every text option on the screen for a second and then went to the ventilator inoperable screen. Pil then attempted to install software version 1.05.10 and the test unit gave a software install error during the install. Per the manufacturer's engineering department, the error received during software install is due to the therapy cpu being stuck in the boot monitor. Pil was able to confirm a failure of the system board. Pil received a trilogy evo cable, system board to fio2 sensor with the allegation of "incident repair failed fco 81 needs system pcb". Pil visually inspected the trilogy evo cable, system board to fio2 sensor for visual defects and found none. Pil installed the trilogy evo cable, system board to fio2 sensor on the trilogy evo test unit and then tested the fio2 cable on the trilogy evo multifunctional test station for fio2 hardware interface verification and passed all testing. Pil concluded that the fio2 cable operates as designed. Pil received a trilogy evo proportional valve with the allegation of "incident repair failed fco 81 needs system pcb". Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module verification at pretest and active exhalation control module verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil received a trilogy evo solenoid valve "incident repair failed fco 81 needs system pcb", note two solenoid valves were returned for this failure, for the purpose of this investigation this solenoid valve will be referred to as solenoid valve (a). Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid valve (a) on the trilogy evo test unit and then tested the solenoid valve (a) on the pil trilogy evo multifunctional test station for active exhalation control module verification and active exhalation control module solenoid current verification at pretest and active exhalation control module verification at posttest and then fio2 valve current verification and fio2 receptacle verification and passed all testing. Pil concluded that the solenoid valve (a) operates as designed. Pil received a trilogy evo solenoid valve the allegation of "incident repair failed fco 81 needs system pcb", note two solenoid valves were returned for this failure, for the purpose of this investigation this solenoid valve will be referred to as solenoid valve (b). Pil visually inspected the trilogy evo solenoid valve (b) for visual defects and found none. Pil installed the trilogy evo solenoid valve on the trilogy evo test unit and then tested the solenoid valve (b) on the pil trilogy evo multifunctional test station for active exhalation control module verification and active exhalation control module solenoid current verification at pretest and active exhalation control module verification at posttest and then fio2 valve current verification and fio2 receptacle verification and passed all testing. Pil concluded that the solenoid valve (b) operates as designed.